Manufacturer narrative:
(B)(4). Additional information: the set was placed on the homechoice machine for priming and ran with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), which occurred during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) by advising the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the customer on (B)(6) 2011. The customer stated the following: the cause of the alarm was unknown and manuals were done the following day. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.